Manufacturer narrative:
The loss of communication was verified in the laboratory and was due to low battery voltage. Based on nominal settings, the device did not perform to the expected longevity. No high current drain sources were found throughout bench, stress and automated testing. The battery was destructively analyzed and no anomalies were noted. The cause of the premature battery depletion was not determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated. A premature end of life (eol) was suspected. The device was explanted.